Manufacturer narrative:
(B)(4). Approximate age of device ¿ 27 days. The pump remains in use supporting the patient. A correlation of the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has been in the hospital since implant. The patient was struggling with stridor throughout the post-operative course. On (B)(6) 2015, the patient was transfused with 3 units of packed red blood cells for a hemoglobin of 5.5 g/dl. The patient underwent endoscopy in interventional radiology where several unspecified locations in the upper gi tract were clipped. After the procedure the patients hemoglobin improved; however, the stridor worsened. The patient's pump parameters were stable throughout the events. As of 2015 the patient remains in the hospital. The patient has been taking steroid medications throughout the course of the hospital stay for the stridor breathing issues. Upon weaning from the steroids, the patient had a near respiratory arrest and a tracheostomy was performed. The patient continues with stridor and gi bleeding. The location of the bleeding has not been found despite multiple gi clipping interventions. The patient's hemoglobin has reportedly dropped multiple times, requiring transfusion of packed red blood cells. No additional information was provided.

Manufacturer narrative:
The pump was returned for evaluation. A correlation between the device and the reported gi bleeding, respiratory failure, renal failure, and infections, could not be conclusively determined. The pump was returned with the driveline cut approximately 15.5 inches from the pump housing, and the severed portion of the driveline was returned. Upon disassembly of the pump, examination of the blood-contacting surfaces revealed red, non-laminated depositions of tissue and blood in the lumen of the outflow graft. These depositions appeared to have developed acutely, as the result of poor surface washing due to a low flow event or an interruption in flow through the pump; however, a specific cause for the development of these depositions could not be conclusively determined. Loosely coagulated blood was also present within the lumens of the knitted inflow graft, inlet elbow, outflow elbow, and in the proximal side of the outlet stator. The lack of structure suggests that these acute depositions may not have been present while the pump was supporting the patient. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope revealed no abnormalities that could have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. The instructions for use lists bleeding, respiratory failure, renal failure and infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2016 due to multiple postoperative complications. The patient had not been discharged since the implantation of the pump on (B)(6) 2015. Postoperative summary: the patient struggled with stridor during the postoperative course and steroids were administered for treatment. An attempt was made to wean the steroids and the patient had a ¿near respiratory arrest¿. The patient continued to have stridor despite a tracheostomy that was performed on (B)(6) 2015. On (B)(6) 2015 the patient had an inadvertent tracheostomy detachment and suffered respiratory arrest followed by cardiac arrest. It was reported that the patient was stabilized shortly after the event. The patient also experienced gastrointestinal bleeding throughout the postoperative course, with the first event reported on (B)(6) 2015. The patient underwent a procedure to clip several locations of the small intestine and the hemoglobin stabilized post-procedure. The pump parameters remained stable throughout the initial gi bleeding event. The patient had multiple subsequent transfusions and follow up procedures for gastrointestinal bleeding. Over the course of the hospital stay, five gastric ulcers were identified and clipped. The patient was administered tube feedings due to multiple failed swallow study tests. The patient also suffered multiple infectious processes throughout the duration of support. On (B)(6) 2015, the patient¿s urine culture was positive for candida and the white blood cell count was elevated to an unspecified level. On (B)(6) 2015 the patient was still intubated via tracheostomy and experienced shortness of breath and bilateral shoulder pain. CT scan confirmed an abscess extending from the pre-vertebral space into the supraclavicular space, mediastinum, and retroperitoneum. Antibiotics were administered as the abscess was inoperable due to the patient''s critical condition. On an unspecified date between (B)(6) 2015, the patient experienced renal failure that required continuous venovenous hemodialysis (cvvh-d). The cvvh-d was discontinued on (B)(6) 2015 after the creatinine and kidney function improved. On (B)(6) 2016, it was reported that the patient elected to be placed under comfort care. Prior to the lvad being turned off the patient experienced increasing hypoxia, bradycardia, and ultimately asystole. The patient expired on (B)(6) 2016. It was reported that the pump parameters were stable throughout the patient¿s duration of support.